Event description:
It was reported that a peritoneal dialysis (pd) patient wanted information regarding the setup to use a medicated bag for the next treatment. The peritoneal dialysis registered nurse (pdrn) wanted to the patient to use antibiotics for the last fill. Technical support provided the patient information regarding how the last bag option works for the medicated bag. Upon follow-up, the pd manager reported the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2021 the patient was hospitalized with peritonitis. It was reported the patient¿s pd culture (obtained on (B)(6) 2021) yielded growth of the organism klebsiella pneumoniae. Reportedly, the patient was treated with unknown antibiotic therapy. At the time follow-up was completed, the patient was still hospitalized. No further information about the hospitalization is available. The patient¿s nurse stated the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a gastrointestinal source.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism klebsiella which is an organism that is often found in the mouth and intestinal tract of humans. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a gastrointestinal source, as reported by the pd manager. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted information regarding the setup to use a medicated bag for the next treatment. The peritoneal dialysis registered nurse (pdrn) wanted to the patient to use antibiotics for the last fill. Technical support provided the patient information regarding how the last bag option works for the medicated bag. Upon follow-up, the pd manager reported the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2021 the patient was hospitalized with peritonitis. It was reported the patient¿s pd culture (obtained on (B)(6) 2021) yielded growth of the organism klebsiella pneumoniae. Reportedly, the patient was treated with unknown antibiotic therapy. At the time follow-up was completed, the patient was still hospitalized. No further information about the hospitalization is available. The patient¿s nurse stated the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a gastrointestinal source.